Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7012798 medical device expiration date: 2018-01-31 device manufacture date: 2017-01-12 medical device lot #: 6354674 medical device expiration date: 2017-12-31 device manufacture date: 2016-12-19 bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle partially migrated or did not migrate at all.

Manufacturer narrative:
Corrected the following information: brand name: bd vacutainer® sst¿ blood collection tubes. Common device name: blood specimen collection device. Type of device: jka. UDI: (B)(4). PMA/510k: bk050036.